Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, this was a virgin inflatable penile prosthesis case. During preparation and priming of the cylinders, multiple small pinhole defects and leaks were identified at the distal tip of one cylinder. Throughout handling and preparation, no sharps were used in proximity to the prosthesis. The device was not implanted, and a replacement set of cylinders (same lot number/item number) was prepared and used. There was no identifiable device defects in the new set of cylinders.